Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, a technical support specialist (tss) confirmed that the customer station was functioning properly. The station was working as intended, and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck on the carefusion screen and displayed a blue screen. There were no delay or adverse events or injuries reported based on this event.